Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) replacement, difficulty with setscrew retraction was exhibited. It was noted that the force to advance the set screw exceeded the amount of force the wrench could produce, therefore the torque wrench was unable to advance the set screw in either direction. The implanting physician was able to overcome the torque required to advance the set screw by applying a quick moment to the wrench. No adverse patient effects were reported. The device location is unknown.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. However, based on all the available information, boston scientific determined the most probable cause of the event was related to an unintended user error. The s-ICD instructions for use (IFU) cautions users against using a non-boston scientific torque wrench and over-ratcheting the wrench when loosening setscrews on our devices which could result in them becoming stuck. The IFU provides additional instructions on how to loosen stuck setscrews if they occur during procedures. However, boston scientific is currently investigating these cases of difficulty loosening stuck setscrews to determine what other factors may contribute to these events.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) replacement, difficulty with setscrew retraction was exhibited. It was noted that the force to advance the set screw exceeded the amount of force the wrench could produce, therefore the torque wrench was unable to advance the set screw in either direction. The implanting physician was able to overcome the torque required to advance the set screw by applying a quick moment to the wrench. No adverse patient effects were reported. The device location is unknown.